Manufacturer narrative:
On 21-oct-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the tip of the sheath was peeled back and could not insert into left atrium. This occurred 10 minutes after the medical team started using the sheath. There were no exposed wiring or sharpened/lifted rings. The device was not pre-shaped. No catheter was involved in the event. The sheath was replaced and the procedure continued to completion. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the tip of the sheath was squashed. A device history record evaluation was performed for the finished device number 60000651, and no internal actions related to the reported condition were identified. The intracardiac resistance was confirmed, as the tip damage may be a result of the failure reported. The squashed tip could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the device contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) .

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the tip of the sheath was peeled back and could not insert into left atrium. This occurred 10 minutes after the medical team started using the sheath. There were no exposed wiring or sharpened/lifted rings. The device was not pre-shaped. No catheter was involved in the event. The sheath was replaced and the procedure continued to completion. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).